Event description:
It was reported that, "the surgeon implanted a proximal humeral plate. The surgeon left the aiming block on the plate and closed the pt. The sales rep saw the x-ray after the surgery and alerted the surgeon that he left the aiming block in the pt. The pt was immediately brought back into surgery to remove the aiming block. The aiming block is the exact same color as the plate and leads to surgeon error."

Manufacturer narrative:
Device will not be returned.